Event description:
Report received of a non-delivery of platelets. The customer reported that when infusing blood products to a patient, their policy is for the patient and the infusion to be monitored every 15 minutes. Eight hours after the initiation of the infusion, it was noted that the platelets had not infused. There were no pump alarms. The staff did not check to see if fluid was dripping in the drip chamber at the initiation of therapy. It was reported that the tubing was properly loaded into the pump. The pump was replaced. There was no reported adverse effect to the patient. No medical interventions were required. The platelets were discarded.